Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13b13061 and h13c11105 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 3 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient was admitted to the hospital for peritonitis. The treatment included unspecified antibiotics (dose and frequency unknown). The patient was released from the hospital and on an unknown date, the patient recovered from the peritonitis. The dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.